Event description:
It was reported that the sonic ctrl serrated agg knife was being demonstrated by a manufacturer's sales representative when the tip broke off on the end of the device. The representative operated the device with no tip cover for the purpose of explaining how the product functions. Instructions would indicate to a health professional not to use the device without a tip cover. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed. Device not received.

Event description:
It was reported that the sonic ctrl serrated agg knife was being demonstrated by a manufacturer's sales representative when the tip broke off on the end of the device. The representative operated the device with no tip cover for the purpose of explaining how the product functions. Instructions would indicate to a health professional not to use the device without a tip cover. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event of the end of the tip breaking off causing a high pitch sound was duplicated and confirmed. During evaluation the device was visually inspected to have a different cosmetic finish on the surface and there was variability in the width of the knife. During functional evaluation using an example tip, the tip of the knife broke off using hard cutting and no irrigation sleeve. Based engineering evaluation and subject matter expert consultation the variability in the width of the knife and lack of irrigation can induce a flexural mode causing it to break.